Event description:
Report rec'd of an overdelivery in compounding. The customer contact reported that the compounder "overfills about 300 to 500 grams. Volume on display okay, printout okay, weight bag overfills." The customer contact did not know if there were any alarms/messages rec'd from the compounder. It was reported that all bottles compounded were discarded, and none were dispensed to patients. According to the customer contact, there was no pt involvement and no reported adverse pt event or harm. Though requested, there was no further information available.